Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer treated with manual injections. The customer stated that they were unable to remove the battery cap. The customer was off the pump since last night because the battery completely died. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.

Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had battery cap stripped battery cap coin slot, minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and scratched reservoir tube window.